Manufacturer narrative:
Diopter: -19.00; device evaluated by manufacturer? No - lens not returned. (B)(4). Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 -19.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2005. A anterior subcapsular cataract was observed on (B)(6) 2015. The lens was explanted, cataract surgery and a iol was implantation was performed on (B)(6) 2015. Patient's last visit on (B)(6) 2015, bcva was 20/20.

Manufacturer narrative:
(B)(4). Device evaluation: the lens was returned dry in the case/vial; surgical residue was cleared; visual inspection found haptic torn. (B)(4).